Manufacturer narrative:
(B)(4). The sample was returned for evaluation, and was received full. The pump felt softer than usual. When opening the pinch clamp and removing the distal luer cap, infusion was immediately observed. Infusion was verified on all the saf flow rates, 0ml/hr did not infuse. The tubing was cut a few inches distal to the blue connector to drain the medication. The tubing was bonded with a male and female luer using cyclohexanone. The pvc bag was fully intact with the outer bladder. The pvc bag was cut opened using scissors to examine the inner bladder. The kraton bladder and inner latex membrane was observed ruptured. The device history record for the lot number, 0202388951, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Investigation including root cause analysis is in progress. A follow-up medwatch will be filed upon its completion. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
A report was received about a device that was described as having the ball "pop" when the techs filled it with 750ml of naropin. The pump did not leak, so the tech assumed something inside popped. The pump did not leave the pharmacy's premises. Additional information received on 18aug2016 stated that the incident occurred on (B)(6) 2016. A repeater pump was used with the device. No further information was provided.